Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a pump. The reporter stated that she wasn¿t able to interrogate the pump while it was in the box. She tried different environments and still could not interrogate. There was no patient involved with the event. Additional information was received on (B)(6) 2018 from the company representative who reported that she was able to use the same clinician programmer and successfully interrogate another pump. There were no complications.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.